Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC fractured. Trimmed at 48 cm, 7 cm at the skin. X 1 internal fracture (leaking from PICC exit site) and x1 external fracture at 5 cm. PICC inserted (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two circumferential splits and one diagonally aligned split were observed in the catheter tubing of the sample. A microscopic observation revealed the two circumferential splits exhibited characteristics of flexural fatigue including circumferential alignment, rounded and polished edges due to material wear, ¿c¿ shaped impressions in the catheter surface leading to the fracture sites caused by buckling of the material due to the fracture edges being press together, and an overall elliptical shape of the catheter tubing cross-section near the locations of the splits resulting from repeated kinking of the tubing. Two distinct kinks were observed just proximal to the larger of these two splits. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The diagonally aligned split was found to be at one end of an approximately 4 cm long section of the catheter between the 25 cm depth marker and the 29 cm depth marker which contained additional and extensive damage. The cause of this additional damage is unknown; however, the extent and characteristics of this damage (which include multiple kinks, abrasions, and plastic deformation) suggest it may have been caused by handling of the device and/or the conditions in which the sample was returned for evaluation. This damage did not appear to have been caused by use of the catheter; however, the exact cause of this damage is unknown. This complaint will be recorded for future trending and monitoring purposes.